Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The pump was received stuck in motor error loop during bolus/basal delivery. No motor position encoder error alarm noted in alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump as unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The pump had a scratched display window, cracked case at display window corner and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call indicating motor error alarm and motor position encoder error from the insulin pump. The customer's blood glucose reading was 302 mg/dl. The customer stated that he changed 3 or 4 different vials of insulin and received motor error. The customer stated that the pump was not exposed to high magnetic field. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was a motor position encoder error in the alarm history. The customer will be sent a replacement pump.